Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer were admitted to emergency room due to low blood glucose on unknown date. The customer¿s blood glucose level was 25 mg/dl at the time of incident and 111 mg/dl. Customer reported that the insulin pump was completely broken. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer was treated with fluid glucose. The insulin pump will not be returned for analysis. Frn-unk,unomed set.